Event description:
Home pt (hp) reports calling baxter technical service center after noting excess air in peritoneal cavity following treatment on homechoice device. Unit rn was unaware of incident and notes hp has not been treated for pain, nor has received an x-ray to diagnose presence of air in peritoneum.